Event description:
Device issue: tip separation requiring intervention. Time of device issue: during the procedure. Adverse event: none. It was reported that during an unspecified procedure in an unspecified coronary artery, the tip of the pilot wire broke off and was removed via snare. It is unknown what was used to complete the procedure. There were no reported adverse patient effects. There was additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.